Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator distal tip had been split. No visual anomalies were noted on the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the dilator tip damage remains unknown.

Event description:
During the procedure, the insulation at the catheter tip had come off. The catheter was replaced and the procedure was completed with no adverse patient consequences. Further information regarding this even this event is not available.